Manufacturer narrative:
Recall: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's programmer and charging system were stolen several months ago, and the patient has not used his system since. As of now, it is unknown if the ipg is operable.